Event description:
It was reported that during an unknown surgical procedure, it was observed that the motor device would not "lock the long attachment." There were no delays to the scheduled surgical procedure as a spare device was available for use. There was patient involvement. No injuries, medical intervention, or prolonged hospitalization were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.